Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol flat mesh( device #3). An additional emdr was submitted to represent the bard/davol flat mesh(device #2). An additional emdr was submitted to represent the bard/davol flat mesh(device #1). Device not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006:the patient underwent surgery for implant of an unspecified bard/davol flat mesh(device#1). (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol flat mesh(device #2). (B)(6) 2009:the patient underwent surgery for implant of an unspecified bard/davol flat mesh(device#3). The patient had unspecified injuries. As reported, the patient is making claim for an adverse patient outcome against the three (3) bard/dvol flat mesh(device #1, device #2, and device #3). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 2 years 7 months post implant of bard flat mesh, patient was diagnosed with hernia recurrence, abscess, seroma, adhesions and purulent discharge. The instructions-for-use supplied with the device list hernia recurrence, seroma & adhesions as possible complications. Note, the manufacturing date (15-jan-2009) is considered to be a best estimate. This supplemental emdr represents the bard flat mesh (device #3). Additional supplemental emdr's were submitted to represents bard flat mesh (device #1 & #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006: the patient underwent surgery for implant of an unspecified bard/davol flat mesh(device#1). (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol flat mesh (device #2). (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol flat mesh(device#3). Ni/ni/ni:the patient had unspecified injuries. As reported, the patient is making claim for an adverse patient outcome against the three (3) bard/dvol flat mesh(device #1, device #2, and device #3). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2006 - patient was diagnosed with epigastric and ventral hernia thereby underwent open repair with the implant of bard flat mesh (device #1). Per operative notes, ¿the hernia sac was debrided. The fascial edges were closed with interrupted sutures.¿ (B)(6) 2006 - patient was diagnosed with wound infection, dehiscence, abscess thereby underwent incision and debridement of abdominal wall. Per operative notes. ¿debridement of all the necrotic tissue related to the subcutaneous open wound. Subsequently, it was noted to go deeper into the level of the marlex (device #1) and the subcutaneous suture was removed." (B)(6) 2006 - patient was diagnosed with abscess thereby underwent open repair with the debridement of wound and incision and drainage of abscess. Per operative notes, ¿all purulent pockets were broken up and extended. The mesh (device #1) was then packed and pretty much granulated out of site. The hole was diminished in size.¿ (B)(6) 2008 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of bard flat mesh (device #2). Per operative notes, ¿the hernia sac was removed in its entirety. The bard flat mesh (device #2) was placed and secured using sutures.¿ (note: there was no mention/visualization of bard flat mesh (device #1) in this procedure.) (B)(6) 2009 - patient had pain and was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of bard flat mesh (device #3). Per operative notes, ¿the hernia sac was removed in its entirety. The bard flat mesh (device #3) was placed and secured using sutures.¿ (note: there was no mention/visualization of bard flat mesh (device #1, #2) in this procedure.) (B)(6) 2010 - patient underwent esophagogastroduodenoscopy with biopsy. (B)(6) 2011 - patient was diagnosed with recurrent incisional incarcerated hernia thereby underwent open repair. Per operative of notes, ¿prior on lay of mesh over an old mesh as were encountered. Patient had a lot of incarcerated abdominal contents, omentum, colon with small bowel were taken down abdominally. The hernia sac and the subcutaneous space was resected. Previous meshes (device #1, #2, #3) were delineated and sewn back together with sutures. The hernia defect was closed with interrupted sutures.¿ (B)(6) 2012 - patient was diagnosed with abdominal seroma, abscess thereby underwent incision and drainage of the seroma abscess of the abdominal wall and purulent draining pocket was dissected. Attorney alleges that the patient had abscess, infection, pain, hernia recurrence, seroma, chronic wound and deformation of the stomach and emotional injuries.